Manufacturer narrative:
B2: date of death: reported as "recently". B5: upon follow up it was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the events were resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by lower abdominal pain. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. And action taken with pd therapy was not reported. No additional information is available.